Event description:
It was reported that the dc motor adapter on the device was spinning and upon eval had an unbalanced spin. The holster cable was vibrating continuously when the device's power was on. There were three different probes used to complete the biopsy. The dr finished the breast biopsy using another device. There were no pt consequences reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.